Event description:
It was reported that an atrial lead warning had occurred, low impedance pace counts were 3,495,147, and atrial lead impedance was low. Additional information received indicated the lead was explanted, returend and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; partial lead in segments returned and analyzed.

Event description:
It was reported that an atrial lead warning had occurred, low impedance pace counts were 3,495,147, and atrial lead impedance was low (219 ohms). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.